Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump delivered out of tolerance. No patient injury was reported.

Manufacturer narrative:
D9 - date device returned: 11-jan-2024. H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found the tamper seal to be missing, a worn dso seal, scratched lcd lens, and a bent latch lock. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem, the device was found to over deliver. It was determined that the most probable cause was the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.